Event description:
It was reported that the customer experienced undefined battery issues. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.